Manufacturer narrative:
Age at time of event: 18 years or older. The device was returned for analysis. The device was returned within its original box however the tray was found sealed. The unit returned has package damaged, as part of overall visual revision. Also, the device presents a crack in its original tray near the rear part of the gauge of the encore device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that sterilization pack damage occurred. A 26 mt single encore balloon catheter inflation device was selected for use. During unpacking while taking it out from the paper package, a feeling that it got caught in the hands was felt and when it was checked, it was noted that the package was damaged. There were no damage marks found on the outer paper package. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed a crack in its original tray.